Manufacturer narrative:
.

Event description:
The pt had bupivacaine in his pump for 5 years. The pt was not remembering things and was having difficulty walking. The health care professional kept refilling the pump and increasing the dosage. In 2008, the pump was turned off. Since that time, the pt had stopped falling; was on ibuprofen; started to exercise and lose weight; however, his reflexes were gone in his legs. The pt was at home. His status was reported as "fair". Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.